Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having intermittent pump stoppages only when connected to the power module. X-rays did not indicate any apparent trauma to the percutaneous lead.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.